Manufacturer narrative:
Model number/catalog number: sc-2218-50. Serial number: (B)(4). Batch/lot number: 20889426. Model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-2218-70. Serial number: (B)(4). Batch/lot number: 21328769. Model/catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn as they were kept by medical facility.

Event description:
A report was received that the patient had inadequate stimulation and that the ipg caused pain. No device malfunction was suspected. The patient underwent an explant procedure.